Event description:
Patient reported right side deflation (confirmed by physician). The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed two openings on the device related to surgical damage. As per the investigation procedure creases were observed. None of the observations were found to be potentially related to the manufacturing process.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, h6.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Patient reported right side deflation. Later, healthcare professional reported deflation. Device remains implanted.